Event description:
Patient left a voice mail stating she had experienced a corneal ulcer and had to go to the emergency room. She did not leave any contact information to follow up with her to determine the treatment or outcome of the reported event. This is being filed as an unconfirmed corneal ulcer.

Manufacturer narrative:
(B)(4). This is being filed as unconfirmed corneal ulcer. Method: no examination of device was provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. To date there is no confirmation of the treatment or outcome of the treatment. Should further information be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional information.